Event description:
Customer called to report high bgs and had given manual injections. It was stated that the pump had an alarm message on display without an audible tone. Troubleshooting was performed. The insulin exited, but the audible tone could not be heard. Customer reverted to back up plan of manual injections.